Manufacturer narrative:
Date sent: 06/06/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure when the device tip was cleaned, it was noticed that the tissue pad had partially burned off. A similar device was used to complete the case with no patient consequences.